Event description:
It was reported that pump experienced malfunction with malfunction code displayed and was resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction returned, which caller acknowledged and understood.